Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned oozing from incision site. Patient went to emergency room for dressing change. Patient had been in emergency room several times for a bandage change. Patient had blood and watery fluid. Patient had the dressing changed for the third time yesterday. Patient had a follow up on (B)(6) 2017 and it will be looked at again by the doctor. Patient had been a little constipated. Patient had stomach nausea before having a bowel movement and that was kind of gone now. Patient was doing better however they had a bad reaction to some antibiotics yesterday. Patient mentioned some redness and itching due to bandage before they removed it and leakage. Patient mentioned that this had been a "pain in the butt", but they were looking forward to implant. Patient still complaining of itchiness and leaking. Patient was also complaining about stomach issues due to antibiotics. Patient complained of itchiness where the stitches were placed. Patient stated that the itchiness was keeping them awake. Patient noticed leaking where the wire was placed. Doctor mentioned that it was not uncommon for the -site to leak, no blood just leakage but felt uncomfortable. Patient was informed to not be alarmed if leakage continues. Patient stated to have a autoimmune condition. Patient did inform of stomach ache from antibiotics. Patient stated to feel sore and miserable. Patient stated to have been sleeping a lot which helps. Patient stated when they were up and moving around then they could can feel stim on their bicycle seat area. Patient stated that it was not tremendously bothersome but it was annoying. It was advised that it was positional and may not always feel stim. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
Note: (B)(4) has been added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note: describe event or problem: previously reported statement of "patient stated to have a autoimmune condition." In regulatory report #3007566237-2017-03302 had removed from the verbatim as it was not caused by device or therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned oozing from incision site. Patient went to emergency room for dressing change. Patient had been in emergency room several times for a bandage change. Patient had blood and watery fluid. Patient had the dressing changed for the third time yesterday. Patient had a follow up on (B)(6) 2017 and it will be looked at again by the doctor. Patient had been a little constipated. Patient had stomach nausea before having a bowel movement and that was kind of gone now. Patient was doing better however they had a bad reaction to some antibiotics yesterday. Patient mentioned some redness and itching due to bandage before they removed it and leakage. Patient mentioned that this had been a "pain in the butt", but they were looking forward to implant. Patient still complaining of itchiness and leaking. Patient was also complaining about stomach issues due to antibiotics. Patient complained of itchiness where the stitches were placed. Patient stated that the itchiness was keeping them awake. Patient noticed leaking where the wire was placed. Doctor mentioned that it was not uncommon for the -site to leak, no blood just leakage but felt uncomfortable. Patient was informed to not be alarmed if leakage continues. Patient did inform of stomach ache from antibiotics. Patient stated to feel sore and miserable. Patient stated to have been sleeping a lot which helps. Patient stated when they were up and moving around then they could can feel stim on their bicycle seat area. Patient stated that it was not tremendously bothersome but it was annoying. It was advised that it was positional and may not always feel stim. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.